Event description:
It was reported that the pt had his battery replaced on (B)(6) 2011, and is now having issues with infection. Per physician, the pt is quite a picker and he will not leave his incision alone. He is currently on antibiotics and he is having sterile dressing changes done daily to try and save it. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Review of mfg records. Mfg records were reviewed which reveals that the device was sterile prior to distribution.